Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from october 28, 2019 - october 29, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling. The event was further described as ¿the inner balloon burst, and the outer casing was pushed away from the cover.¿ there was approximately 100 ml of an unspecified chemotherapy solution. There was no patient involvement. No additional information is available.